Manufacturer narrative:
Patient city: (B)(6). Patient country: denmark.

Event description:
Reference number (B)(4). Event occured in denmark. It was reported that the patient faced cannula bent event on (B)(6) 2026.the patient reported infusion set cannula was bent at the site. The blood glucose level was 360mg/dl and the patient was treated with pump insulin and pen. No further information available.